Event description:
It was reported that the patient experienced poor pain control. The catheter was encased in dense adhesive scar tissue; possible kink. There was inability to aspirate fluid. It was indicated there was a failed catheter dye study on (B)(6) 2009. A revision was done on (B)(6) 2009; the catheter was spliced. The outcome was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8711 lot# n160643023 implanted: (B)(6) 2008 explanted: unk. (B)(4).